Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a coupling issues error, and they were unable to keep a charging session for the past couple of weeks. They had been able to resolve issues on their own before, but not today. They had been trying to connect since that morning. The following troubleshooting steps were performed: reset the recharger, dismissed message "hold down recharger for 20-30 seconds" after reset, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, recommended patient lean forward while sitting to optimize ins position, and confirmed communicator was off while using the recharger. The patient reported they had the communicator turned on and thought it needed to be turned on during a charging session. They mentioned they were unsure if they could feel all four corners of the implant. They denied any falls/trauma to the implant site. The troubleshooting steps that were taken on the call resolved the issue. The patient confirmed they were seeing charging 20%. They would continue to charge until 100% was reached. They saw their healthcare provider last week, and confirmed the ins was in good placement. Six days later, the patient called back, reporting the reason for the call was the same reason they called last time (recharging issue). However, they said the charger was working now; they were successfully charging, and the ins battery level showed at 10 percent, but it took about 40 minutes to get 10 percent. The patient said in the beginning it used to connect and start charging their ins right away, but they had a more difficult time for a month or more now. They confirmed the ins battery progressed to 20 percent. They reported they recharged once a week when it got to 10 percent. That used to be on wednesdays, and now it was on tuesdays. They always charged to 100 percent. Some recharging information was reviewed, as well as that it could help if they tried to recharge twice a week rather than once a week. The patient said they had no falls, no accidents, and no other tests nor procedures. They went to their bladder doctor "like two weeks ago," who told the patient that everything was ok. The patient thought a couple of months ago they increased "like two points" on the same program. They thought they were on program 4. They would like to see if they could change the program. Some information was reviewed and an email was offered and sent with education links. The patient was successfully recharging at the end of the call, and the ins battery had increased to 30 percent. The patient said they would try to charge twice a week and may call the doctor about changing the program. They were redirected to follow up with their healthcare provider to further address the issue. There were no patient symptoms nor further complications reported at this time.

Event description:
Additional information received from patient. They reported that they continue to have issue with keeping the recharger connected to their ins when trying to recharge. Patient states it keeps going back to searching for device. During call, it was recommended patient lean forward while sitting to optimize ins position, repositioned the recharger, closed out of all running applications, the issue was not resolved through troubleshooting. Patient stated they were just at the healthcare professional (hcp) last week and notified them about this. Patient states they said everything was ok. Manufacturer representative was going to be notified of the patient's situation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.